Manufacturer narrative:
The field service engineer replaced the sample probe and seals of the sample syringe, performed adjustments, various cleanings and checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable alb2 albumin gen.2 result for one patient sample with the cobas pro c 503 analyzer. The initial result was 2.3 g/l. The repeated result was 33.6 g/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation found multiple abnormal aspiration alarms from (B)(6)-2021 but none were present on the day of the event. This indicates poor sample quality at the customer site. The investigation determined the service actions resolved the issue.